Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws of the fenestrated bipolar forceps instrument were not closing properly. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. The misalignment prevented the grip from closing properly. There was a .070 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The conductor wire exhibited insulation damage, with a section of the insulation material lifted up, but not missing. It was concluded that the insulation damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.